Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed high pacing impedance on the right ventricular (rv) lead. No changes or interventions were performed. The patient was in stable condition.

Event description:
New information received notes high capture thresholds and the physician elected to explant and replace the rv lead. The patient was in stable condition.

Manufacturer narrative:
Correction: missing b5 and h6 codes.

Manufacturer narrative:
Additional information: a4, b1, b2, b5, d6b, g3, h1, h2, h6.

Event description:
New information received notes the physician elected to explant and replace the rv lead. The patient was in stable condition.